Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 plasma collection system. Haemonetics field service engineer performed calibration verification with no issues, unit met manufacturer specifications. There was no evidence of a device malfunction found. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On december 15 2020, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last attempted donation procedure, utilizing the pcs®2 plasma collection system. No plasma was collected during donation procedure as procedure was stopped due to a rbc less than error code. The donor was a previous donor with one reported reaction of an underdraw. On day of donation donor was provided an electrolyte drink and left the center in good health. Haemonetics was notified that the cause of death was a heart attack, cause of death was not confirmed through autopsy report as autopsy report was not available.